Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for a leg amputation with a blood glucose level of 302 mg/dl. The customer stated that the amputation was not due to hyper or hypoglycemia. The customer stated that they were fleeing cloudy from eh drugs and was having high blood glucose levels due to the way the hospital was treating their blood glucose levels. The customer stated that they had taken their insulin pump off completely the wednesday. The customer did not mentioned the time and date for the hospitalization or how they were treated for their high blood glucose levels nor did they provide information on how the incident occurred. The insulin pump will not be returned for analysis.